Event description:
Boston scientific received information that the patient implanted with this ventricular lead and pacemaker had been feeling tired and fatigued. The device was interrogated post holter monitoring as the physician had thought the patient had pacemaker wenckebach behavior. Amplitudes had decreased from 5.6 mv to 1.6 mv and sensitivity was reprogrammed. The lead was able to capture but thresholds could not be validated as loss of capture was not documented. It was reported that the patient had stumbled shortly after implant and had used their arm for support during which they reported feeling a pull and a sting. It was suspected that this lead had dislodged.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.